Event description:
Dental aligners caused gum injury, pain, bite destruction, and inability to continue treatment. I began using byte clear aligners as prescribed. During treatment, I experienced significant pain, gum injury, and improper fit. I was required to redo impressions multiple times due to discomfort and poor alignment. The aligners caused cuts and irritation to my gums, and I was unable to progress beyond the third aligner due to the severity of the issues. The product caused physical harm and failed to function as intended. Despite reporting these issues, the company denied my refund request. Patient code: 1994, 2330, 4581. Device code: 4001. Ref reports: mw5185917, mw5185918.